Event description:
It was reopened that this right ventricular (rv) lead exhibited noise. (B)(6) technical services reviewed data and did note that there was very subtle rv lead noise around 14 sec and again around 17 sec. Noise was not being oversensed by the device, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).